Event description:
It was reported that during an attempted implant, the helix of the right ventricular (rv) lead would not extend. Once removed, the helix took 26 turns to extend. The rv lead was replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 507652 implantable pacing lead implanted: (B)(6) 2008. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead was received with the helix fully extended. The helix was lightly bent and exhibited blood. However, the helix was able to be extended and retracted within specifications.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.